Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the device was fired one time. Apparently once reloaded and the device jammed and would not fire again. The nurse pulled another cutter complete the case. There was no consequence to the pt.